Event description:
It was reported during in clinic follow up that the implantable cardioverter defibrillator exhibited a failure to deliver defibrillation therapy due to incorrect interpretation of signal. Programming changes were recommended but not yet completed. Patient condition was unknown.

Manufacturer narrative:
This MDR report product is for an ous event identified as same/similar during a retrospective review as a result of abbott¿s investigation.